Event description:
(B)(4). Ever since I had essure put in on (B)(6) 2015 I have nothing but problems. I have severe muscle spasms in my legs, constant back pain. I have loss control of my bladder and leak from time to time. I also have blood in my urine. I have not had period. Im currently 16 days late and not pregnant. I have moderate jaw pain and my fillings and my teeth are falling out. I have headaches almost every night. My sleep is all messed up.